Event description:
Our (B)(6) son sustained a foot fracture for the third time due to poor design of his permobil playman robo wheelchair footplate. Because the seat of this chair is designed to lower to the floor, the footplate folds freely back and up with no safety lock. When he was first learning to drive it, he bumped into a closet door and the footplate folded back on his fragile feet, fracturing the bones sometime during the winter of 2012. The 2nd similar injury occurred in (B)(6) 2012, after which the company sales rep reluctantly installed simple metal "l" plate supposedly to keep it stiff upon impact. It was not strong enough to keep the footplate from folding upon even light impact, as he sustained a 3rd fracture in (B)(6) 2014, when a caregiver bumped his footplate into the wall. I have contacted numerous people at permobil numerous times and have not received a solution to the problem yet. They have been quite unresponsive and more concerned about possible damage to their wheelchair footplate mechanism rather than my son's safety.